Manufacturer narrative:
B3: date of event: used the first day of the aware date month as the event date as it was not provided. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Investigation results: media review: an overview of the two cine images available cannot confirm the reported issue due to the low quality of the images provided. One image demonstrates contrast flow through the left coronary arteries, and the other shows a guide catheter in a coronary vessel with what appears to be a deployed stent beyond the distal end of the guide. However, a photo of the device was also returned with the complaint information. The device is inserted in a guide catheter with its stent struts lifted and pulled distally over distal balloon cone and bumper tip. Returned media can confirm the reported allegation of stent damage. Device analysis findings: the distal section of the synergy xd mr ous 3.00 x 48mm stent delivery system was returned for analysis. Visual, tactile and microscopic analysis was performed on the device. The distal section, 26.4cm of the device was only returned for analysis and a visual and tactile examination of the shaft polymer extrusion shows a 0.014 unknown guidewire loaded along the device. A visual, tactile, and microscopic examination of the stent revealed the entire stent damaged and pulled distally over distal balloon cone and tip and along the unknown 0.014 guidewire. Microscopic analysis of the balloon shows the balloon cones were subjected to positive pressure and returned in a deflated state. The distal balloon cone was bunched where a tear was noted 4mm from the distal tip. A microscopic examination of the shaft polymer extrusion identified a break directly at the port exchange where just distal to the port the shaft polymer extrusion was stretched. The already loaded guidewire could not be removed. The inner shaft was also stretched causing the proximal markerband to be positioned proximal to the proximal balloon bond. Microscopic inspection of the bumper tip showed no signs of distal tip damage. A microscopic analysis of the markerbands revealed the proximal markerband positioned proximal to the proximal balloon bond due to the stretching within the inner shaft. Device history record review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this investigation is assigned a most probable investigation conclusion code of cause not established based on lack of clarifying information and the condition of the returned device. Analysis of the device confirmed stent material deformation noted in the media. As no further information was able to be obtained about what the user was alleging, a clear conclusion cannot be established.

Event description:
Reportable based on device analysis completed on 13may2026. It was reported that stent damage occurred. A 3.00 x 48mm synergy xd drug-eluting stent was advanced; however, stent damage was observed. There were no patient complications. No further event details were provided. However, returned device analysis revealed that stent balloon had a tear.